Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the ok keypad button was under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1; date of submission: 11/29/2016. The pump has been returned and evaluated by product analysis on 11/04/2016 with the following findings. Product evaluation was conducted and the alleged complaint could not be verified or duplicated. The keypad was intact with no evidence of peeling or damage; all keys were responsive. There was no evidence of contamination on key contacts. The pump was opened and no evidence of corrosion was observed near the keypad connector. Unrelated to the original complaint, the battery compartment was noted to be cracked. The battery cap was damaged; the threads were stripped and investigators were unable to tighten the battery cap to the test pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.